Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator alarmed with the error message of service required. There was no harm or injury reported. There was no medical intervention specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator alarmed with the error message of service required. There was no harm or injury reported. There was no medical intervention specified. The ventilator was evaluated by third party service center and the customer's complaint was not duplicated. The device passed the evaluation as specified in the service manual. In addition to the above evaluation, the connectors are in good condition, the cabinet and other parts were damage, the device did not arrive with the disposable battery, so the evaluation requests its replacement, which was not related to the malfunction/issue.